Event description:
It was reported that after the fiber was connected, it broke when the physician stepped on the pedal. No patient injuries were reported.

Event description:
It was reported that after the fiber was connected, it broke when the physician stepped on the pedal. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that after the fiber was connected, it broke when the physician stepped on the pedal. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. A partial piece of the fiber was returned. Visual examination identified that the distal area of the fiber with the exposed glass tip was not received. The fiber body was observed to be broken. The fiber connector did not exhibit any defects. The fiber was functionally tested and the aiming beam was observed at the break location. With all the available information, boston scientific concludes that the reported observation of fiber break was confirmed as visual examination identified the fiber body to be broken. It is probable that the procedural handling of the device during set-up, may have contributed to the fiber break. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after the fiber was connected, it broke when the physician stepped on the pedal. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. A partial piece of the fiber was returned. Visual examination identified that the distal area of the fiber with the exposed glass tip was not received. The fiber body was observed to be broken. The fiber connector did not exhibit any defects. The fiber was functionally tested and the aiming beam was observed at the break location. With all the available information, boston scientific concludes that the reported observation of fiber break was confirmed as visual examination identified the fiber body to be broken. It is probable that the procedural handling of the device during set-up, may have contributed to the fiber break. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after the fiber was connected, it broke when the physician stepped on the pedal. The procedure was completed with another fiber. There were no patient complications.